Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/17/2015 and stated he found a leak from the back of the aspiration probe. The fse also observed that the probe wipe was excessively dirty. The fse replaced the dirty probe wipe, which resolved the leak. The instrument ran without leaks and all repairs were verified per established service procedure. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported a clear fluid leak of approximately 1 ml from a coulter ac&#29984;diff 2 analyzer. The leak was not contained within the instrument and there were no errors or system messages that occurred in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, goggles and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.